Event description:
The customer reported approximately five milliliters of diluent and blood fluid leaked on the sample vials involving the coulter lh 750 hematology analyzer. The customer noticed the fluid was dripping from the needle cartridge assembly during samples analysis. The customer was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient samples were not impacted. No erroneous results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the tubes were not held firmly in place by the stripper plate. The stripper plate was not retracting completely. The fse removed and repaired the stripper plate and resolved the fluid leak issue. The fse also noted vls diluent errors and replaced the tubing to the needle. The fse observed the needle vent was clogged and flushed the needle assembly. The fse noticed pinch valve cv47b was also clogged with blood clot which caused the needle not to drain properly. The fse replaced the valve and tubing. The fse observed the tubing to pinch valve vl57a was bent against the fitting and removed and replaced the tubing. The fse also observed the blood sampling valve (bsv) assembly probe clogged with clot and removed and flushed the probe. The fse noted white blood cell (wbc) aperture #2 was clogged and removed and cleared the clog from the aperture. The fse performed system shutdown and startup and all controls were verified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).